Event description:
It was reported by the rep that the (1) tx60b was used during a colon resection procedure. It was reported that the physician assistant for the general surgeon group placed a dilator into the colon and saw air bubbles coming out of the staple line. He felt it was due to the pressure of the dilator. Stitches were placed in the places where air leaks were seen. There was no pt consequence.